Event description:
It was reported that this device was sent in for preventative maintenance and there was no patient involvement. Evaluation of the device later found that the motor speed was unstable. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined the motor speed was unstable, insulation of the cable was damaged, the switch was damaged, the unit was out of calibration, and the position of the control bar was not correct and the motor, switch, plug harness assembly, and needle bearing were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.